Event description:
The caller stated that the paramedics were called and the customer was hospitalized due to diabetic ketoacidosis and high blood glucose of 863 mg/dl. The customer was wearing the insulin pump at the time when the paramedics were called. It was discovered that the tubing was not delivering insulin. The blood glucose at the time of the phone call was 220 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.